Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging her husband's onetouch delica lancing device was cracked and broken. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 the reporter stated, the alleged issue first occurred. The reporter stated, the patient uses non adjusting insulin to manage his diabetes. The reporter stated, the patient made no changes to his usual diet, activity level or medications on the day of the alleged issue. However on (B)(6) 2012 the reporter stated due to not being able to test, the patient's blood glucose was greater than "600mg/dl" and the patient fell out of bed. The patient allegedly spent several days in the hospital due to the injuries sustained during the fall. During the time of troubleshooting the reporter stated this was the first time the lancing device has been used, and there was no misuse of the device. The patient was using the correct 33g lancets. Replacement products were sent to the patient. This complaint is being reported as an adverse event because due to the alleged issue, the patient was unable to test, therefore developed severely high blood glucose levels and required treatment from a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.